Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: what is the lot number? Already sent in package was there any change in the patient¿s post-operative care due to the prolonged procedure? No. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? No. Was more than half the needle retained in the patient? Needle was recovered in subq. Was there any adverse consequence associated with the patient? Longer or time looking for the needle. Was there any additional tissue damage as a result of searching for the needle piece? No. Are any plans in place to remove the needle piece in future? If yes, please provide the scheduled date of the surgery. Needle was actually found. What tissue structure the broken needle was located? Sub q. What is the surgeon's opinion of consequences to the patient? Surgeon said the patient is doing well. The resident was sewing and she said she didn't think it was a product problem. What is current condition of the patient? She is doing well. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 275 g/m.

Event description:
It was reported that a patient underwent an oophorectomy procedure on (B)(6) 2022 and suture was used. During the procedure, with a salpingectomy on closing 11mm port on 2nd pass thru fascia the majority of needle broke off. Despite having a general surgeon come in and run the bowel and perform an x-ray the fragment could not be found. After a ninety-minute delay the case was completed with no patient consequences. There were no patient consequences reported. Additional information was requested.